Manufacturer narrative:
A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The device was not returned for analysis; however, the implant data log was received. Analysis of the record shows that the system was in an unknown app state and not delivering therapy. Stimulation programs were added to reestablish effective therapy. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that following an unrelated surgery patient was unable to communicate with the ipg. The ipg was not put into surgery mode prior to the procedure. Manufacturer representative was able to recover the ipg through troubleshooting. During the troubleshooting it was noted that stimulation program was deleted. Reportedly, communication with the ipg was established and therapy was confirmed.